Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient called boston scientific technical services (ts) stating that their device had shocked them 2 times and that their chest is still sore from those shocks. A boston scientific sales representative did check the device and stated that it was working appropriately. The patient underwent a treadmill test during which the first shock was given, then the patient stated they woke up on the floor and was told a second shock was given. Ts stated that generally the shocks should not give any pain to the patient and suggested to continue speaking with their physician regarding the pain going forward. The patient also stated that he hasn't felt well since the shocks, but that it could be due to his medications. To date, no adverse patient effects have been reported.